Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389-40, implanted: (B)(6) 2016, product type: lead.

Event description:
A health care professional via a manufacturer representative reported a consumer came in for replacement of two implantable neurostimulators (inss) due to depletion after seven (7) years use. Before surgery, high impedance was noted on one lead. During the surgery, when the extension was replaced, a damaged lead was noticed. The lead was implanted seven (7) years ago; at time of implant all impedances were fine and now had high impedance on three (3) contacts. Only one (1) contact was on, the one with good impedance. The hcp suspected that it was misplacement due to outcome of the consumer, but they were not able to compare it with the initial implant (different center). The lead was not replaced due to family refusal, only the ins and new extensions were placed. Information received from the representative reported that per the neurologist, the response to the therapy on one side was very low, low improvement of rigidity. The consumer did not experience any falls or trauma. Only the contact with good impedance was programmed, re programming was attempted, and the consumer had a very good response on one side and less on the other side. If the consumer's family would agree, a team was prepared for replacement of the damaged lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.